Event description:
Patient was wearing the pod on the arm for between 5 and 24 hours prior to the event. Patient felt sick and experienced high blood glucose levels of 26.7 mmol/l (481 mg/dl) before hospital admission and above 30 mmol/l (540 mg/dl) at the hospital. The patient was diagnosed with a mild case of diabetic ketoacidosis (dka) in context of a viral infection. Treatment included intravenous insulin and fluids. The pod was removed during the hospitalization and the legal guardian reported smelling insulin on the patient's skin, suggesting possible insulin leakage during wear. However, the adhesive was secure and that the cannula was already inserted into the arm. The legal guardian was uncertain whether the high glucose levels were caused by the pod or the viral infection. At the time of reporting, the patient remained hospitalized with an unknown length of stay and discharge date.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.